Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was over 400mg/dl at the time of incident and current blood glucose is 254mg/dl. Trouble shooting was performed and found was taken out of auto mode when entering the blood glucose level. Customer alerted on high blood glucose and delivery of insulin was suspended. Assisted customer in turning auto mode again. Customer hung up before trouble shooting for the high blood glucose was offered. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).